Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked IV fluid from the hub. The following information was provided by the initial reporter: "IV inserted to right ac site with good blood return. Shortly after leakage of IV fluid was noted at the hub and catheter. IV removed and replaced."

Manufacturer narrative:
A.2. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. E.4. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
Additional information received from customer: how was the patient outcome? Are there any clinical signs, health consequences or impact? There was no patient harm. IV was removed and replaced. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No.